Event description:
It was reported that the external pulse generator would not hold the patient settings during a battery replacement and that the battery compartment door did not open properly. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device would not hold the patient settings during a battery replacement. Analysis confirmed the report that the battery drawer is hard to open; battery contacts are compressed and release spring is bent. Upper case is damaged. Lower case, side bail covers, ring cover, and battery drawer are broken. Battery release and lead flex cover are contaminated. One side bail is bent. Keyboard is scratched (cosmetic).